Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that they were unable to get the battery cap off of the pump. It was reported that the animas tool was usually used to remove the battery cap, but several people had tried and the battery cap would not loosen. The reporter denied power issues, damage to the battery cap and damage to the battery compartment. It was unknown when the battery cap was last changed. The user guide recommends changing the battery cap every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.